Event description:
It was reported that the patient underwent a posterior l2-l3 fusion to treat spinal instability. An unspecified time post-op, the patient began experiencing chronic radiating back and leg pain. A scan approximately 17 months post-operatively showed an ectopic growth (or spur) and severe internal inflammation around the spur. A corrective surgery is scheduled.

Event description:
It was reported that the patient underwent a right l2-l3 redo facetectomy, foraminotomy, and lateral access and foraminal decompression / l2-l3 tlif with interbody implant, autograft and rhbmp-2/acs, l2-l3 posterolateral fusion with autograft, mastergraft putty and rhbmp-2/acs, l2-l3 pedicle screw instrumentation, harvest of local bone graft, and intraoperative navigation. At 34 days post-op, the patient complained that ;pain is from incisional area down r hip and leg.; at 36 days post-op, the patient reported worsening pain in back and right leg. The patient was given an increase in pain medication. At 62 days post-op, the patient reported 'terrible pain right lower back to right hip' when lying and trying to get up.' At 347 days post-op, the patient underwent trigger point injections. At 357 days post-op, the patient underwent bilateral 2 level trigger point injection. At 422 days post-op, the patient reported having 'ache in area of bone at l2-3 level that is in constant pain but less severity. Has twinges of nerve pain, but nothing severe.' At 489 days post-op, the patient's medical records indicate 'patient is not feeling well since his surgery (B)(6) 2009 w/ dr. (B)(6), l2-3 decomp and fusion. His pain is moving down rt side inside of thigh. 'Pain is starting to return to rle, bothering more and more and persistent l2-3 joint pain-rates is as a persistent 2-3 out of 10, the rle nerve shots are occasional, but getting more and more irritating - twinging - noticed esp if driving more than 10-15 min' l2-3 joint 'inflammation' hurting and aching, had bad days 2 days last weeks when walking does to this lower back aching. Seems to be getting more issues from his l5-s1 level, thinks maybe due to compensating for his l2-3 issue.' At 526 days post-op, the patient reports pain as 4 out of 1-10 scale. Experiences pain daily for past 18 months. Symptoms were treated with 'prescription drugs, electrical stimulation, thermal treatments, chiropractic, steroid injections, physical therapy.' At 701 days post-op, the patient was scheduled for a 'right l2-3 foraminotomy with resection of the bony spur and decompression of the l2 nerve root in addition to removal of the l2-3 instrumentation.' At 714 days post-op, a CT scan of the lumbar spine indicated 'fusion of l2 to l3 with posterior pedicle screws and rods and interbody graft material. There is a localizing needle seen posteriorly pointing at the l2 vertebral body.' At 735 days post-op, the patient underwent redo right l2-l3 hemilaminectomy and foraminotomy with decompression of right l2 nerve root, removal of l2-l3 pedicle screw instrumentation and microdissection to treat recurrent right l2-l3 foraminal stenosis and right l2 radiculopathy, painful posterior spinal hardware, recurrent pain in right lower back extending into right medial proximal thigh. Per the medical records, 'patient had significant back pain after surgery and physical therapy was administered, patient also reported decreased hearing in right ear after surgery, surgeon believes patient has otitis media. Patient also reported eye irritation and drainage. Vital signs and neurologic status remained stable. Patient reported improved right lower extremity radicular symptoms. Patient was discharged in good condition with strength and sensation intact and radicular pain better. Patient discharged with methocarbamol (robaxin) 750 mg tablet, oxycodone (roxicodone) 5 mg tablet, and sennosides-docusate 8.6-50 mg, (senokot s) 8.6-50 mg tablet.' Reportedly, the patient continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.